Event description:
End user hosp reported multiple occurrences of 6f introducer sheaths clogging w/thrombus during procedures. Sheaths are prepped with a heparin/saline solution durintg set-up and flushed between each catheter exchange. Not all patients are treated with heparin prior to the procedures. There has been no patient injury.